Manufacturer narrative:
Product analysis: the customer comment that the epg was unable to turn on was confirmed. It was noted that the epg had a backlight issue: connector on main printed circuit board (pcb), the battery drawer clip was contaminated, both output connectors was broken and one main printed circuit board (pcb) screw was damaged with multiple errors noted in the logs. All found defective parts were replaced and all other identified issues were resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was unable to turn on. It was noted that new batteries were inserted however the issue persisted. The epg was received into service and subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.